Manufacturer narrative:
According to the information received the case seems to be linked to a delayed allergic reaction. Delayed allergic reactions may manifest weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They are immune-mediated reactions that can be triggered by patient predisposition, trauma, vaccines, or infections. In this case, the injection of mesoestetic global could be considered as a potential trigger to the reaction. Adequate treatment usually leads to a good resolution of the symptoms, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. Based on the unsuggestive temporal relationship, and the possible alternative etiology from mesoestetic global, the relatedness of the symptoms with the injection of our products has been assessed as possible. This is default text configured for block h10.

Event description:
Generalized oedema [face oedema]. Case narrative: on (B)(6) 2026, the spanish subsidiary notified teoxane geneva of an adverse event. According to the injector, the patient received the following injections: on (B)(6) 2025: - 1,2ml of puresense ultra deep in the cheekbones, using the bolus technique with a 27g needle (rc/2601071) - 6ml of rha 4 (2,4ml in the cheekbones, 2,4ml in the cheeks and 1,2ml in an unspecified area), using the bolus and retrotracing technique with a cannula (current complaint) - 1ml of puresense kiss in the lips, using the retrotracing technique with the needle provided in the box (rc/2601073). On (B)(6) 2025: 1ml of mesoestetic global in the nasolabial folds. In (B)(6) (exact date not specified), the patient experienced a generalized facial oedema. According to the severity of the symptoms on the pictures provided, the case was assessed as reportable. The patient went to emergency room twice due to facial oedema and was treated with intramuscular corticosteroids (urbason) and oral corticosteroids for 7 days. Then, the patient consulted her general practitioner and was treated with oral glucocorticoids (dacortin 30 mg for 7 days, then 15 mg for 4 days and 7,5 mg for 3 days). When the treatment was discontinued, the edema recurred and the patient decided to consult her injector. On (B)(6) 2026, the patient was prescribed by her injector the following treatment: - glucocorticoids (dacortin 30mg) - antihistamines (cetirizine 10mg) - draining dietary supplement (drenaqua). The local medical expert was contacted for guidance and recommended to prescribe the following treatment: - antibiotics (moxifloxacin 500mg/12 hours + clarithromycin 400mg/12 hours for 21 days) - corticosteroids (deflazacort 0.5mg/kg weight/day for 5 days then 1mg/kg/day for 11 days and 0,5mg/kg weight/day for 5 days - gastric protector (omeprazole or pantoprazole) - probiotics: (20-30 billion cfu/day for 30 days) - check on the 5th day, hyaluronidase (previous allergy test), injection into the nodules between 30-120 iu per nodule depending on size. On (B)(6) 2026, we were informed that the patient first refused to follow the protocol recommended by the local medical expert. On (B)(6) 2026, the injector confirmed that the patient agreed to proceed with the prescribed treatment. Follow-up appointments were scheduled every three days. On (B)(6) 2026, the patient's condition worsened, with increased oedema, despite the ongoing treatment. On (B)(6) 2026, an ultrasound was performed and hyaluronidase injections were considered. At the time of this report the patient's symptoms are monitored and the investigations are still on-going.

Event description:
Generalized oedema [face oedema] case narrative: on 22-jan-2026, the spanish subsidiary notified teoxane geneva of an adverse event. According to the injector, the patient received the following injections: on (B)(6) 2025: 1,2ml of puresense ultra deep in the cheekbones, using the bolus technique with a 27g needle (rc/2601071) 6ml of rha 4 (2,4ml in the cheekbones, 2,4ml in the cheeks and 1,2ml in an unspecified area), using the bolus and retrotracing techniques with a cannula (current complaint) 1ml of puresense kiss in the lips, using the retrotracing technique with the needle provided in the box (rc/2601073) on (B)(6) 2025: 1ml of mesoestetic global in the nasolabial folds. In november (exact date not specified), the patient experienced a generalized facial oedema. According to the severity of the symptoms on the pictures provided, the case was assessed as reportable. The patient went to emergency room twice due to facial edema and was treated with intramuscular corticosteroids (urbason) and oral corticosteroids for 7 days. Then, the patient consulted her general practitioner and was treated with oral glucocorticoids (dacortin 30 mg for 7 days, then 15 mg for 4 days and 7,5 mg for 3 days). When the treatment was discontinued, the oedema recurred and the patient decided to consult her injector. On (B)(6) 2026, the patient was prescribed by her injector the following treatment: glucocorticoids (dacortin 30mg) antihistamines (cetirizine 10mg) draining dietary supplement (drenaqua). The local medical expert was contacted for guidance and recommended to prescribe the following treatment: antibiotics (moxifloxacin 500mg/12 hours + clarithromycin 400mg/12 hours for 21 days) corticosteroids (deflazacort 0.5mg/kg weight/day for 5 days then 1mg/kg/day for 11 days and 0,5mg/kg weight/day for 5 days gastric protector (omeprazole or pantoprazole) probiotics: (20-30 billion cfu/day for 30 days) check on the 5th day, hyaluronidase (previous allergy test), injection into the nodules between 30-120 iu per nodule depending on size. On (B)(6) 2026, we were informed that the patient first refused to follow the protocol recommended by the local medical expert. On (B)(6) 2026, the injector confirmed that the patient agreed to proceed with the prescribed treatment. Follow-up appointments were scheduled every three days. On (B)(6) 2026, the patient's condition had worsened, with increased swelling, despite the started medication. On (B)(6) 2026, an ultrasound was performed and hyaluronidase injections were considered. Despite several reminders, no further information could be retrieved. The complaint was considered closed. Imdrf code annex g is erroneous is this case (due to database issue). Please consider code g04127 ¿ syringe.

Manufacturer narrative:
Delayed allergic reactions may manifest weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They are immune-mediated reactions that can be triggered by patient predisposition, trauma, vaccines, or infections. In this case, the injection of mesoestetic global could be considered as a potential trigger to the reaction. Adequate treatment usually leads to a good resolution of the symptoms, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. Based on the unsuggestive temporal relationship, and the possible alternative etiology from mesoestetic global, the relatedness of the symptoms with the injection of our products has been assessed as possible. This is default text configured for block h10.